Event description:
It was reported that during an anterior cervical discectomy and fusion (acdf) procedure at c5-6, a very small thread began unraveling from the screw during the final tightening of the screw. Approximately 1 millimeter (mm) of the thread spiraled off but stayed attached to the screw. There were no fragments generated, just a small threadlike piece of the thread appeared and it was left in place with the screw and zero-p implant. The screw was left in the patient. There was no surgical delay or patient harm. The procedure was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient ID reported as: (B)(6). Device has not been reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.